Manufacturer narrative:
N/a.

Event description:
The following has been reported: during testing in our laboratory the pump gave error 18 no impact for the patient and user. Device was not in use on the patient. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Technical error 18 was found (on (B)(6) 2024) which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. Power supply board was replaced and sent back to brézins for further investigation. According to provided information, repairs solved the issue. Once in brézins, nothing was noticed during external visual check. The reported event could not be reproduced. The power supply board is functional. Although the reported event could not be reproduced the complaint description was confirmed by error 18 found in the log review. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.